Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient who returned for their bandage contact lens removal one week following photorefractive treatment. Two hours after removal the patient reported discomfort and being unable to open the left eye. The postoperative drops were restarted. Upon follow up it was reported that the patient had erosion of the left eye and is pending further follow up for bandage lens removal.